Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr)s review and a review of the complaint history were not conducted because the device was not returned, and the part and lot number were not reported. Corrective and preventive actions (CAPA) review was conducted no manufacturing nonconformities that would have contributed to this complaint. Based on the case information, a conclusive cause for the reported patient effects of occlusion, hemorrhage, thrombus, dissection, hematoma, pseudoaneurysm and pain, and the relationship to the product, if any, cannot be determined. The patient effects of occlusion, hemorrhage, thrombus, dissection, hematoma, pseudoaneurysm and pain are listed in the perclose proglide instructions for use (IFU), as potential adverse events of use of the device. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. A definitive cause for the mal-position of the device, and patient device interaction problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of procedure is estimated as (B)(6) 2022 as this is the month before the article submission date. D4: the UDI number is not known as the part and lot number were not provided in the summary data. Literature attachment: article "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series" the specific case studies mentioned in the article are captured under separate medwatch reports. Case 1: manufacturing reference number (B)(4). Case 2: manufacturing reference number (B)(4). The prostar device referenced in b5 is captured under a separate medwatch report.

Event description:
This study presents a case series of acute limb ischemia after minimally invasive cardiac surgery. Within the case series, summary data is provided that highlights the difference in complication occurrences when comparing the use of proglide devices to close the common femoral artery with and without sono [ultrasound] guidance. Several complications associated with the use of proglide were listed. Examples include device failure [failure to achieve hemostasis, back wall stitch and unknown device failures] related to acute stenosis or occlusion of the femoral artery, bleeding, thrombosis, dissection, hematoma, pseudoaneurysms. The article concluded that the use of [ultrasound] guidance can prevent / reduce complications such as acute occlusion or stenosis. Additionally, the rates of complications using the prostar and proglide devices were compared to open surgery. The use of proglide and prostar devices is associated with faster hemostasis and better outcomes with respect to bleeding, groin pain, and overall quality of life compared to open surgery. Furthermore, prostar and proglide complication rates were also compared. Proglide showed lesser bleeding complications than prostar [requiring intervention]. Specific patient information is documented as unknown for the summary data. Details are listed in the attached article, "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series".